Event description:
A malfunction occurred, but there were no notable events prior to it. The customer's blood glucose level did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to make contact if any issues reoccurred.